Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; blood present in/on the helix mechanism; full lead analyzed.

Event description:
It was reported that during implant attempt, the lead was not implanted due to high impedance and pacing threshold. The lead was repositioned and then the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.